Event description:
On (B)(6) 2013, a patient in the (B)(6) study that was initially treated for an abdominal aortic aneurysm, presented with a bilateral type 1b endoleak. Two gore® excluder® aaa endoprostheses were implanted in the left leg and two gore® viabahn® endoprostheses were implanted in the right leg to treat the bilateral endoleak. It was stated that on (B)(6), 2014, the patient presented with a type 1b endoleak in the right leg. On (B)(6) 2014, two additional gore® viabahn® endoprostheses were implanted at the level of the right common iliac artery and the right internal iliac artery into the previous gore® viabahn® endoprostheses. It was unknown which device was involved in the endoleak.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusion: the device remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.